Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient missed a refill and the pump was empty. Interrogation of the pump with the clinician tablet revealed codes low reservoir (236), empty reservoir (235), and the pump time was out of sync (303). The pump was refilled on (B)(6) 2018. No symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the missed refill occurred on (B)(6) 2018. The patient's family reported first hearing the pump alarm on (B)(6) 2018, but the alarm began sooner (no date reported). The patient experienced increased tone and decreased ability to transfer (mobility). The patient was admitted for observation and given oral baclofen until the pump was refilled. The issue was considered resolved.